Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Despite attempting to load a new cartridge with assistance, the issue persisted. As a resolution, technical support decided to replace the pump, confirmed the warranty status, and instructed the customer on returning the problematic pump and storing it properly before shipping. The customer will use multiple daily injections as a backup therapy.